Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "suspected implant rupture" of a saline device. Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved openings. A leak test was performed and were found three openings. A microscopic analysis identified: curved striated openings on anterior, plug strap and valve bond edge assessed as surgical damage and a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Besides, observed void (4mm)on valve side out specification per qa199.06 (texture side), it is assessed as workmanship. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. A smooth crease opening assessed as fold flaw opening. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void in valve (vv) side out of specification, assessed as a workmanship, which is not related to the reported complaint. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Patient reported a "suspected implant rupture" of a saline device. Healthcare professional reported a right side deflation. Device has been explanted.